Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: surgery. It was reported that a physician using the prostar device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the physician deployed the prostar too high in the femoral artery and snared the inguinal ligament with the sutures. The physician was unaware the sutures were placed too high and the case was continued. A fisherman's knot was tied and an attempt was made to slide the knot down the tissue tract using the knot pusher; however, the sutures in the liguinal ligament prevented the knot from closing the artery. A 16fr procedural sheath was placed in the femoral artery and a femoral cut down procedure was done to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) incorrect care/use of (high puncture, sutured the inguinal ligament). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.